Manufacturer narrative:
(B)(4). Per the customer, the photos of the sample which were thought to have been available for baxter to evaluate, are not in fact available. Therefore, the reported condition of "ruptured reservoir" could not be confirmed. Regardless, baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause will be identified/addressed through the CAPA investigation, idc-CAPA (B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Manufacturer narrative:
(B)(4). Per the customer, the actual sample is not available for evaluation, however, a photo of the sample is available. The photo has not yet been received by baxter for evaluation. Should the device, photo and/or any additional information become available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
It was reported to baxter (B)(4) that the reservoir of one (1) folfusor lv 5 device had ruptured during patient use. According to the report, the patient was receiving 5-fluorouracil and with approximately 25% of solution remaining, the reservoir ruptured. There is no report of patient injury or medical intervention. No additional information is available.